Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery and recurrent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted ¿the previously placed mesh had pulled to the right lateral side and was removed from the fascia¿. It was reported that the patient underwent ventral hernia repair surgery and lysis of adhesions on (B)(6) 2012. It was reported that the patient experienced severe pain, adhesions, recurrence, inflammation, stress and anxiety. It was reported that the patient had a previous mesh implanted on (B)(6) 2008. Other procedure is captured in a separate file. No additional information is provided.